Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery longevity recently showed greater than 5 years, however, several months ago it showed two and a half years. There were no programming changes done since last follow up. Boston scientific technical services (ts) then suggested saving to disk and memory dump for battery analysis. Additional information was obtained indicating that save all will be done the next check and that there were no issues noted. This pacemaker remains in service. No adverse patient effects reported.